Manufacturer narrative:
Fields updated: d6a (exact date: unknown), f10 (revised device code). Since the device disposition after the explant is unknown (not returned to the manufacturer), and the serial number is unknown, no further investigation is possible at this time. Based on the available information, and since no device investigation was possible, the root cause of the reported event of structural valve deterioration of the mitroflow valve leading to re-intervention after 5 years cannot be definitively stated. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification, like reported in this event. It should be noted that structural valve deterioration is listed as a possible adverse event in the mitroflow IFU. The event is, therefore, a known inherent risk of the device.

Event description:
The manufacturer received additional information confirming that the device was implanted on (B)(6) 2010 in another center. Thus, the serial number could not be provided. The valve-in valve procedure with a corevalve took place on (B)(6) 2015 for a degeneration of the bioprosthesis resulting in severe stenosis (again at another center). The reoperation for destructive endocarditis took place on (B)(6) 2019 and the only notes on the histological report are related to the presence of calcified cusps of the mitroflow bioprosthesis. No further information could be provided. The remainder of the information previously submitted remains unchanged.

Event description:
The manufacturer was informed on this event through the published paper "infective endocarditis following a valve-in-valve procedure", by igor vendramin et al. In the paper, the following adverse event related to the livanova device was identified. In 2010, an (B)(6)-year-old patient with isolated severe as underwent surgical aortic valve replacement (savr) with a 25 mm mitroflow pericardial bioprosthesis, and myectomy because of septal hypertrophy. The patient's past medical history included hypertension and chronic atrial fibrillation. The patient remained asymptomatic in the following years but the echocardiographic controls demonstrated a progressive degeneration of the prosthesis with a severe intra-prosthetic regurgitation. Early in (B)(6) 2015, the patient started to complain of shortness of breath and was readmitted with the indication for prosthetic replacement. Since the patient refused standard reoperation, a tavi procedure was scheduled instead and it was performed implanting as a viv a 26 mm corevalve evolut r prosthesis, followed by insertion of a permanent pace-maker due to a complete atrio-ventricular block; both first and second procedures were performed at another institution. The postoperative course was complicated by endocarditis leading to both valves explant in march 2019 and replaced with a 25 mm solo stentless pericardial valve. The postoperative course was uneventful and a good outcome is reported at the 3 months follow up. The paper reports that the explanted mitroflow valve showed evident leaflet calcification.